Event description:
According to the reporter, during the laparoscopic roux-en-y procedure the needle on the reload fell of the jaws and disengaged into the patient. To complete the procedure, the physician used graspers and retrieved the needle, a new reload was pulled and used without issue. There was no harm caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.